Event description:
According to the reporter: a component of egia sulu dropped in patient's thoracic cavity. The component was detected in a follow-up x-ray. A follow up procedure was performed to retrieve the component.